Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, chemotherapy around time of implant placement, bone resorption, inflammation, mobility. Cancer chemotherapy radiation.